Manufacturer narrative:
Date of event: exact date unknown, event date occurred in (B)(6) 2019. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 14880326 / 14880326. Product family: scs-lead fixation: upn: (B)(4), model: sc-4316, batch: 15187816.

Event description:
It was reported that the patient had a non healing wound on the back. The physician did not believed the non healing wound was device related. The patient underwent an explant procedure and the explanted devices were not returned.